Event description:
It was reported by the edwards field clinical specialist that after bav, performed with 23mm edwards bav balloon, there was mobile tissue visualized on tee. The patient had significant central aortic insufficiency, so it was decided to quickly implant the 26mm sapien valve. The valve was positioned and deployed 60:40 aortic within the native annulus. After deployment the mobile tissue would, at times, go inside the sapien valve and prevent the leaflets from closing properly. A palmaz stent mounted on a zmed balloon was used to try to hold the mobile tissue away from the sapien valve. This was unsuccessful as the palmaz appeared undersized and was deployed in the ascending aorta using a 32mm coda balloon. The mobile tissue was then snared and pulled out of the patient. The tissue appeared to be native leaflet with calcium along with part of the native annulus. Once the leaflet was removed the tee noted the patient had moderate to severe paravalvular leak. Post dilation was performed with a zmed balloon with marginal improvement. The patient remained hemodynamically stable during entire procedure and was transported to ICU.

Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injury including perforation or dissection of vessels, ventricle, myocardium or valvular structures that may require intervention is a potential adverse event associated with the tavr procedure. The cause of the flail aortic valve leaflet cannot be confirmed. However, it was reported that the native leaflet may have been torn by the guidewire or the balloon during balloon valvuloplasty of the calcified native annulus. It should be noted the tearing of the native leaflet appears to be a complication of the procedure. There were no reported malfunctions or deficiencies of the edwards devices. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.